Event description:
The pt is a 35 y/o female with a history of recurrent pelvic pain and dysmenorrhea with suspicion of endometriosis. On 3/24/98, the pt underwent a diagnostic laparoscopy with exploratory laparotomy and repair of a bladder laceration. During the laparoscopy, it was noted that bladder laceration had been sustained, for which a genitourinary consult was called and repaired the laceration without complications. The pt was discharged on 3/27/98, and was instructed to return to the urologist's office to have the foley catheter removed on tuesday (3/27/98). Home health services were arranged to assist with foley care. Apparent cause is unknown. The surgeon states the laparoscopic trocar malfunctioned. The rep stated the spring loaded safety shield was covering the metal spike of the trocar when it was removed. After the case, the trocar was removed and the rep examined the trocar. She stated it seemed to be in proper working order.